Event description:
It was reported via repair work order that the brakes had malfunctioned due to missing pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): repaired by the distributor.